Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare rep that the heater wire in an rt206 adult inspiratory heated breathing circuit was faulty and the temperature did not increase. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Device is en route to MFR for investigation. This is a malfunction that has been reported to fisher & paykel healthcare by a healthcare facility in (B)(6). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The rt100 adult dual heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon completion of the investigation.